Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the outer packaging showed no amber stains. There was some damage on the corners. The tear-away seal on the packaging was broken. The packaging jar, prf (patient registration form) were returned. The contents were shown to have no amber stains. One of the safety seals was intact, the other was broken. Large pieces of the lid were noted to be broken off. The jar was full of solution. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per medtronic¿s procedure, ¿packaging inspection test method, biological products¿, jar check was performed after packaging the product and before vacuum testing. The jar and lid were examined for damaged (i.e. Chips, cracks etc.). Also, each jar was subjected to vacuum leak test per medtronic procedure, ¿final packaging¿. Exactly what caused (when and how) the jar leak cannot be determined; however during 100% inspection of the final packaging at medtronic, no cracks were observed on the jar. In addition, the packaging configuration was subjected to package validation testing per standard practice for performance testing of shipping containers and systems. Therefore, it is suggested that the jar damage would have likely happened outside of medtronic¿s control. There is no patient involvement. D9: updated h3: device evaluated? Updated h6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the packaging for this 25mm freestyle valve was compromised with a tear, rip, or hole resulting in a broken valve jar. The device was inspected prior to use and was never implanted. There was no patient involved.